Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 100% stenosed lesion being treated was located in the non-calcified, moderately tortuous mid right coronary artery (rca). The lesion was predilated with an unknown balloon. A 2.50x24mm taxus express2 drug eluting stent was deployed. Ivus was performed. Medications aspiring and ticlopidine. Ten days post, the initial procedure, a 2.50x16mm taxus express2 drug eluting stent was deployed in left circumflex (lcx). Ten mos post the initial procedure, the patient presented with chest pain. The patient stopped anti-platelet therapy two months prior to the event. Angiography identified a thrombotic occlusion in the proximal side of the previously implanted 2.50x24mm stent in the proximal to mid rca. Thrombosis was not confirmed and blood flow was good in the previously implanted 2.50x16mm stent located in the lcx. An unknown guidewire crossed the rca lesion and the blood flow recovered. The thrombosis was aspirated with an aspiration catheter. Inflations were made with an unknown balloon catheter in the proximal portion of the 2.50x24mm stent. Timi flow 3 was confirmed. Medications: byaspirin and plavix. The patient was discharged seven days later.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.